Event description:
An rn reported that "medication infused incorrectly at the wrong rate." The rn was infusing zosyn 3.375 mg via a primary line at rate of 25 ml/hr x 4 hours for total of 1000 ml to infused. The rn returned about 30-45 minutes later and found the entire bag was empty and an "air-in-line" alarm had occurred. The screen showed about 3.4 hours to go for infusion. The rn did some ad hoc testing of the unit after the event. She removed the line from the pt and tested the same pump program with the new set on the same channel. The infusion did not immediately drip "side open", but did intermittently over the next half hour with the same result of bag emptying 3.5 hours early. There was no harm or medical intervention. Although requested, no additional pt or event details were provided.

Manufacturer narrative:
(B)(4). Although requested, the device has not been received. A follow up report will be submitted with investigation results should the device be received for eval.